Event description:
Reporter alleged blood glucose measured 20 mg/dl on the customers meter compared back to back to the doctors' result of 270 mg/dl at 9:05 am. Customer stated at 5 am that morning, glucose read 15 mg/dl; however, customer had no low glucose symptoms but still drank orange juice. It was stated at 8:45 am, glucose measured 20 mg/dl, and customer was going to a regular doctors' appointment when the comparison was performed and afterwards took normal insulin dosage. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.